Event description:
It was reported when a patient presented to the clinic for nips testing, extended charge time was observed resulting in the patient being syncopal. The capacitor reform was readjusted.